Event description:
Philips received info from the customer that reported a smudge artifact on an axial head CT was nearly misinterpreted as a fracture. The trained professional recognized the artifact prior to diagnosis. There was no report of harm associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).